Event description:
It was reported via medwatch (B)(4) that shaft break occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft of the stent broke during procedure.